Event description:
It was reported that the device experienced premature battery depletion. The device was explanted and replaced. It was further reported by the patient that their defibrillator went "bad;" also alleged by an attorney that the device "did not meet [its] expected device longevity." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion found.